Manufacturer narrative:
This report contains corrections to field h6: patient codes from section h device manufacturers only.

Event description:
It was reported that the patient has been in atrial fibrillation (af) but now it looks like the lead has been migrated and representative received a text from the clinician that the patient is in the hospital for mitral valve surgery which apparently dislodged the lead. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient has been in atrial fibrillation (af) but now it looks like the lead has been migrated and representative received a text from the clinician that the patient is in the hospital for mitral valve surgery which apparently dislodged the lead. This lead remains in service. No adverse patient effects were reported.